Manufacturer narrative:
Additional information was received that the patient will undergo an ipg explant procedure due to patient will have a magnetic resonance imaging (MRI) test due to other health issues.

Event description:
A report was received that the patient was in extreme pain. The patient¿s ipg will be explanted. No device malfunction was suspected.

Event description:
A report was received that the patient was in extreme pain. The patient¿s ipg will be explanted. No device malfunction was suspected.